Event description:
It was reported that during an unknown procedure, the acral part of the balloon was bent during use. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The device returned had the shaft pushed through the balloon. The likely cause of this is aggressive use of the device by the user. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment to ethicon. There were no anomalies found after reviewing the work orders for the lot number provided.